Event description:
It was reported that arctic sun device had similar serial numbers (B)(6) . The screen was not functioning even though the power switch was lit. The solution is they had installed a new control panel and the result is machine is working normally now our concern. They have been experiencing screen issues quite often lately. The user asked what was causing this problem.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that arctic sun device had similar serial numbers (B)(4), (B)(4) and (B)(4). The screen was not functioning, even though the power switch was lit. The solution is: they had installed a new control panel. And the result is: machine is working normally now. Our concern: they have been experiencing screen issues quite often lately. The user asked, what was causing this problem.